Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2020-00638. This report is submitted september 1, 2020.

Manufacturer narrative:
This report is submitted on 21 may 2020.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (date not reported) and the patient was reimplanted with a new device during the same surgery.